Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 400 mg/dl and a correction via the pump was delivered to address the bg level. During troubleshooting with tandem customer technical support (cts), an air bubble was found within the infusion set tubing. The contact primed the air out of the tubing. The contact declined cts's offer to follow-up.